Manufacturer narrative:
Insulin pump received with a blank display with constant steady white light on the display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to pump steady white light on the display. The test p-cap locks properly in the reservoir compartment noted. Pump received with cracked case behind the pump at the battery compartment. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.